Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, crack in the case on the battery tube side which starts at the left belt clip rail, another crack in the case that runs horizontally across the battery tube about where the bottom of the battery compartment is located, faded serial number label, missing display window cover, cracked middle (enter) keypad button, scratched keypad overlay. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. After battery installation, the pump would cycle through pump errors 53, 130, and 37 and was unable to boot up properly. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests due to the recurring pump errors. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms that several pump errors 53 (filenumber = 32107, linenumber = 2817), 130, and 37 occurred on (B)(6) 2023 and (B)(6) 2023. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. The pcba1 j4 connector detached easily from the board while checking for moisture damage. The motor was tested outside the pump, and it passed. In summary, the customer¿s report of pump errors 130, 37 and a crack in the case all were confirmed during testing. According to the adapt tool, pump errors 53 (filenumber = 32107, linenumber = 2817) is due to a hardware error, and pump errors 130 and 37 were isolated to the hardware as well. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer received an alarm generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement (pump error 130) and pump error 37. Customer reported damage (physical or cosmetic). Troubleshooting was performed and was able to clear the alarm and the pump completed rewind. Customer reported receiving a pump error during load reservoir/fill tubing process. Advised the customer to do a displacement test on the pump and it got passed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.